Manufacturer narrative:
The inspection process found the battery was missing the washers on the securing screws. The pcu had also incidental findings of physical abuse damage (bent pole clamp lead screw and broken plastic). Rough handling of the device in conjunction with the screws void of washers can contribute to the battery screws becoming loose. The customer did not provide a specific date or time for their reported incident experiences. A review of the device history record in sap was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.

Manufacturer narrative:
The customer report of the pcu alarming, the screen turning black and then shutting down during active infusions could not be confirmed. The log review identified the reported issue most likely occurred on the date (B)(6) 2019, between time times of 7:23am to 10:17am. The log analysis found recorded events of the pcu having loss of power while in operation on main battery power on the date of (B)(6) 2019. No active infusions were occurring during these events, the pump modules (3) attached were in idle states. During one of the events a system error 800.8000 was recorded. The inspection process found the battery was missing the washers on the securing screws. The pcu had also incidental findings of physical abuse damage (bent pole clamp lead screw and broken plastic). Functional testing showed no anomalies. The root cause for the customer¿s reported experiences involving this returned pcu was not definitively established; however the investigation found the securing battery screws were void of the washers and is suspected to be the most likely cause for the recorded events of the system shutting off unexpectedly while on main battery power. The washers on the screws provide a smooth flat surface for the securing of the screws which is intended to prevent the possibility of them loosening leading to intermittent or direct loss of battery power connection during use.

Event description:
A patient had undergone surgery and had inotropic agents infusing at unspecified rates on all 4 modules. The user stated that, while preparing the patient for transfer to the ICU the pcu displayed an alert/alarm. The pcu displayed a 30 minute warning of the battery life despite having been plugged into an outlet for six hours prior to the event. The nurses quickly changed out the devices without harm to the patient. It was later reported that the patient safety director coordinator tested the device after the event, the pcu was plugged in for 5.5 hrs. Within 25 mins of turning the device on the pcu screen turn black and shut down. The biomed manager provided the following: the pcu battery was replaced (B)(6) 2019 and usually battery conditioning is performed every year however this was a new bd battery that was in use. The age of pcu battery - 2018 43rd week.